Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported 'left column buttons not working' which was reproduced through troubleshooting of he device. Evaluation inspected the device and found a failed on/off, 0 and decimal keys. The reported condition was verified. The cause was determined to be a failed keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had the left column buttons on the keypad not work during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.